Event description:
The customer reported the system's table failed to move up and down. No report to pt and or staff injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The limit sensing circuit was reset. The system was then found to be operating as intended.